Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported right side unspecified "problems with {patient's} implants," illness "since having the implants," and "capsular fibrosis," baker grade unknown. The device remains implanted.

Event description:
"Patient stated in general she has always had problems with her implants. Patient stated she never used to be ill but since having the implants she is almost always ill" and "patient also has capsular fibrosis". Patient representative has further reported " device deformation and migration, severe pain, as well as depression and anxiety associated with the recall". Device has been explanted.the device has been explanted.